Event description:
It was reported that the external pulse generator (epg) which was returned from inspection and repair only recently, was powered off in about 2 or 3 seconds when the battery was being replaced. The epg was being used on a patient who had a cardiovascular surgery, fortunately the patient experienced no adverse effect because the epg started to work normally as soon as the battery was replaced. The sales rep visited the facility the next day to collect the device. The rep attempted several times to replace the battery with a new one while the device power was on, but each attempt had the same result where it powered down as soon as the battery was taken out of the device. The chief nurse was upset about the recurrence of the same event, especially after the device was returned from inspection and repair. A thorough investigation was requested by the customer and the epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the printed circuit board assembly was out of electrical specification. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis revealed that one capacitor failed in-circuit, surge current was below normal and a battery removal test failed. After a capacitor was replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.